Event description:
Pt underwent surgery to remove bilateral breast implants. Pt complained of a change in shape and size. Surgeon noted that "it appears that pt had longstanding rupture of silicone gel implant and leakage of silicone elastomer shell bilaterally." Implants originally placed in 1988 through submuscular augmentation mammoplasty using probably surgitek implant. Pt complains of chemical sensitivities, chronic fatigue and is concerned about health effects associated with implants.